Event description:
Four year old pt had a 24 gauge insyte IV catheter, which was found to either be sheared or broken. Catheter piece was located in pt's body by x-ray. The catheter piece was not found during surgery.